Event description:
Patient reported having irregular blood glucose levels for 2 weeks. Patient stated, the blood glucose levels ranged from 60-400 mg/dl. Patient's normal blood glucose range is 130-140 mg/dl. Patient reported, he switched to his backup infusion device on (B)(6) 2010 and then his blood glucose levels were fine. Patient also stated, the down arrow key is damaged. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.